Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a gastrointestinal bleed. They presented to the emergency department on (B)(6) 2024 with symptoms of fatigue, weakness, and low hemoglobin and hematocrit. They had a colonoscopy on (B)(6) 2024. They were treated with 2 units of packed red blood cells. The source of bleeding was not identified, but erosive duodenopathy with digmata of recent bleeding was noted from the colonoscopy. Patient symptoms resolved following transfusions. International normalized ratio goal was 2-3. The patient was discharged home after symptoms resolved on (B)(6) 2024. The plan of care was to monitor outpatient on ongoing basis. No additional information was available.